Event description:
It was reported that the device was used during a cholecystectomy, the clips didn't from correctly (crossed). Used a new device to complete the case. There was no patient consequence.